Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
During a stenting procedure, the cypher stent dislodged in the pt. A snare device was used to successfully remove the stent. There was no reported pt injury.